Event description:
It was reported that the patient underwent a gynecological procedure in 2011 and mesh was used. The patient experienced multiple complications, including mesh contraction, pain, and erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and an obturator sling was implanted. Concomitantly the patient underwent a supracervical hysterectomy, lysis of adhesions, exploratory laparotomy. It was reported that the patient underwent a mesh removal surgery on (B)(6) 2012, due to vaginal mesh erosion.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with bso. It was reported that the patient underwent mesh excision on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia , (B)(4) contraction, (B)(4) - recurrent prolapse. (B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2014 by (B)(6) due to vaginal pain and dyspareunia.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, menorrhagia, uterine leiomyoma and endometriosis. No additional information was provided.